Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive button, due to corroded keypad traces. No button error alarm testing. Insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 241 mg/dl. Nothing further reported.